Manufacturer narrative:
Evaluation summary: evaluation was performed and the customer's reported condition could not be confirmed or duplicated. Flow accuracy test was performed and the device was found to be within specifications.

Event description:
The facility's biomedical engineering department reported an infusion pump that "changed rates during infusion therapy". According to the biomed, no pt injury or need for medical intervention had been reported. Though requested by baxter, no additional information was provided regarding pt's demographics, diagnosis and status, medications involved, rates programmed, and set up of the pump.